Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Dae, h.k., chang, s. K., jae, w.c., seong, u.j., see, m. C., chun, w. Lee., sung, c.k., jeong, s.h., jae, s. H. (2023). The efficacy and safety of inverted omega en-bloc holmium laser enucleation of the prostate (holep) for benign prostatic hyperplasia: a size-independent technique for the surgical treatment of luts. The world journal of men s health, 9. Https://doi.org/10.5534/wjmh.220225 related report: 2124215-2024-36893.

Event description:
It was reported to boston scientific via an article published in the world journal of men s health that a study was conducted to evaluate the safety, efficiency, and size-dependency of the inverted omega en-bloc holmium laser enucleation of the prostate (holep) in benign prostate hyperplasia (bph) with lower urinary tract symptoms. The study consisted of 716 patients who underwent holep under the care of a single surgeon from 2014 to 2021. These patients were treated using the inverted omega en-bloc holep technique for bph. The patients were divided into 3 groups based on their prostate volume: group 1 (lesser than 40 ml), group 2 (40 to 60 ml), and group 3 (lesser or equal than 60 ml). The postoperative complications included urethral stricture in 11 patients, bladder neck contracture in 12 patients, urinary incontinence in 14 patients, and bladder injuries in 4 patients. The postoperative surgical management for complications included urethral sounding in 9 patients, endoscopic internal urethrotomy in 2 patients, and re-holep for bladder neck contractures in 12 patients. The rate of re-holep for regrowing adenomas was 15 patients. Postoperative medications exceeding 6 months were a-blocker in 22 patients, cholinergics in 16 patients, anticholinergics in 58 patients, antidiuretic s in 18 patients, and daily pde5 inhibitor in 38 patients. Bladder neck contractures occurred only in group 1 and the frequency of postoperative complications was high in group 1. The number of postoperative cholinergic medications was higher in group 1 and the rate of postoperative medications was high in group 1. Postoperative incidental prostate cancer was observed in 34 patients with no differences between the groups. No further patient complications were reported.